Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two weeks post implant, chronic high thresholds and intermittent undersensing during recorded episodes were noted on the right ventricular (rv) lead and right atrial (ra) lead respectively. The pacing leads remain in use. No patient complications have been reported as a result of this event.